Manufacturer narrative:
Note: product reference 4433750 is not cleared in USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected during the production. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, the involved device was returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the root cause of the catheter disconnection. It is a known risk of access port implantation. No corrective action is envisaged.

Event description:
Discolation of the catheter (without mechanical impact). An additional intervention was necessary to save the catheter.